Manufacturer narrative:
Visual inspection of the device showed one spline was detached from distal tip. Spline has detached from distal tip without root cause of what led to detachment. There is no evidence this device was used in a manner inconsistent with the labeled indications. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
A intellamap orion high resolution mapping catheter was used in a atrial tachycardia ablation procedure. During the procedure while the catheter was in the patient it was noted that the basket electrode was fractured. The procedure was completed following an exchange the catheter. No patent complications were reported. The device has been returned to boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A intellamap orion high resolution mapping catheter was used in a atrial tachycardia ablation procedure. During the procedure while the catheter was in the patient it was noted that the basket electrode was fractured. The procedure was completed following an exchange the catheter. No patent complications were reported. The device is being returned to boston scientific for analysis.